Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was a concern for suction events. The patient had increased periods of ventricular tachycardia (vt) while sitting upright in the chair and received intravenous fluid and amiodarone bolus. A large amount of ascites was reported, and it was unknown if that was impacting positioning of the patient¿s pump/cannula. The manufacturer¿s technical services representative reviewed the submitted log file and were not able to determine if suction events were taking a place. On (B)(6) 2018, it was reported that the suction was not confirmed. The lvad clinicians were not sure if suction caused the ventricular tachycardia; however, they thought that the patient had increased periods of vt due to hypovolemia that resulted from gastrointestinal bleeding. The vt was stabilized after administration of antiarrhythmics and management of bleeding. No additional information was provided.